Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the biomed engineer noted an etco2 failure and requested support. There was no patient involvement.

Manufacturer narrative:
(B)(4).